Event description:
Customer's blood glucose level at the time 46mg/dl. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
Additional information had been updated which was not included with the original medwatch report. The information received, has been provided with this report.